Manufacturer narrative:
(B)(4).

Event description:
Reported event of infection within 2 pts from journal article: "skin reducing mastectomy and immediate reconstruction: the effect of radiotherapy on complications and pt reported outcomes", european journal of surgical oncology: the journal of the european society of surgical oncology and the british association of surgical oncology, (2014 jan 22). Electronic publication date: 22 january 2014. This record addresses the right side.